Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused. The device was filled with fluororacil in sodium chloride 0.9% for use in chemotherapy. Medication delivery was not completed by 24 hours. It was reported that the line may have been kinked or the restrictor was not against the skin. The infusor was left on for an additional 24 hours and then it had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between (B)(4) 2017 ¿ (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.